Event description:
Pt was ankylosing spondylitis was treated with balloon kyphoplasty for a painful osteoporotic compression fracture of t11. The procedure was completed without apparent difficulty. After approximately 30 minutes in the recovery room, the pt complained that she was unable to move her toes. The treating physician identified an epidural hematoma compressing the spinal cord. A laminectomy was done to decompress the spine and the hematoma removed. At the time of surgery, the physician noted a fracture through a posterior facet of t11 that hadn't been appreciated at the time of the balloon kyphoplasty. Subsequent to the event the pt remains paraplegic.